Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. After the procedure was completed, the physician noted that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken, as it was leaking back blood when taking out the dilator. The hemostatic valve did not break into two or more separate pieces and did not detach from the sheath. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No medical/surgical intervention was required. No patient consequences were reported. The reported issue was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. After the procedure was completed, the physician noted that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken, as it was leaking back blood when taking out the dilator. The hemostatic valve did not break into two or more separate pieces and did not detach from the sheath. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No medical/surgical intervention was required. No patient consequences were reported. The photograph was completed on (B)(6) 2020. According to pictures provided by the customer, the hemostatic valve was separated from the hub. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on (B)(4)2020, a correction was noted on the initial report. It was reported in the initial 3500a report that the device was returned. However, the device has not returned, but a picture was provided for analysis. Therefore, h10 should have stated: the product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The h3. Reason for non- evaluation field was corrected from ¿other¿ to ¿device evaluation anticipated, but not yet begun¿. The d10. Device available for evaluation? Field was corrected from ¿yes¿ to ¿no¿. The d10. Is device returned to manufacturer? Field should not have been checked. The d10. Date device returned to manufacturer field should have been blank. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).